Event description:
When nurse hung IV zantac, the medication free-flowed into the main line bag and back flow chamber which did not prevent the medication from flowing into the mainline fluid. The two devices in this incident included the alaris pump module medley medication safety system and a baxter interlink system secondary medication set.